Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2014, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was caller reported the patient had their stimulator removed in 2017 because the patient was still having pain and was not happy. Caller stated the lead remains implanted because that would have required a more invasive surgery. The caller was not with the patient at the time of the call. Caller mentioned the patient has had mris since the stimulator was removed and hasn't had any issues and their last spine surgery was in 2025.